Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the item keeps breaking down and causing wounds to open. Did wounds begin to open during one patient procedure or in multiple patient procedures? Was there any medical/surgical intervention? Was there any wound dehiscence? How was the procedure completed? Was the incision re-closed? Please clarify the event description ¿the item keeps breaking down and causing wounds to open.¿ did the suture break (intra-operatively or post-operatively)? Was the suture absorbing too fast? If this event occurred post-operatively, how long after the procedure was it noticed that the device was breaking down? Are the product code and lot number of the device used available?

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. It was reported that the device was breaking causing wounds to open. Additional information has been requested.